Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure, the operating room (or) staff noticed during the visual inspection before the start of the surgery that the cord of the monopolar curved scissors instrument was snapped. The procedure was completing as planned with no reported injury.